Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a sling procedure on an unknown date. Following the procedure, the patient experienced mesh erosion, pain and discharge. The mesh was removed on (B)(6) 2016. Additional information has been requested.

Manufacturer narrative:
The sling was implanted in 2008. Concomitantly, the patient underwent a repeat posterior vaginal wall repair. The patient began to experience symptoms in 2009 and an attempt was made by the surgeon to cover the mesh erosion. The mesh was removed on (B)(6) 2016. The surgeon opined that a contributing factor to the event was that the vaginal skin had entirely epithelialized around the exposed mesh forming a tunnel. Currently, the patient has stress incontinence from even prior to mesh removal and some urgency. The surgeon is also investigating fecal incontinence episodes with an anal sphincter defect thought to be undiagnosed from childbirth of her first child. (B)(4).